Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(4), batch: 20623477/20623477.

Event description:
It was reported that the patients ipg was causing pain and discomfort at the back despite reprogramming done. It was also reported that the patient was experiencing inadequate stimulation. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted devices were discarded by the medical facility.